Event description:
The customer reported via phone call that the needle of the sensor was not disconnected from the sensor. The customer stated that the sensor was in the body. The needle appears to have possibly broken off while in the customer's body. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.